Event description:
Lawfirm called in, alleged someone had fallen from their mvps chair - no other information provided. Serious injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model mvps, serial number/date code unknown. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The law firm that called in this incident did not give any consumer information or information on the alleged incident, other than the consumer fell from the mvps manual wheelchair and broke a limb. Several warnings are listed in the owners manual on stability and balance. "Do not attempt to reach objects if you have to move forward in the seat. Do not attempt to reach objects if you have to pick them up from the floor by reaching down between your knees. Do not shift your weight or sitting position toward the direction you are reaching as the wheelchair may tip over. Always wear your seat positioning strap. Do not use the footplate as a platform when getting in or out of the wheelchair. To assure stability and proper operation of your wheelchair, you must at all times maintain proper balance. Your wheelchair has been designed to remain upright and stable during normal daily activities as long as you do not move beyond the center of gravity. The user's weight is unknown. The weight limit for the mvps wheelchair is 250 pounds.